Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device frequently alarms and cannot detect the ECG event alarm when the patient is being monitored. The device was in clinical use and reportedly causing panic in the patient's psyche. We are considering this to be a serious injury because live-saving therapy/treatment may have been interrupted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.